Manufacturer narrative:
The product analysis found that the electrode got separated from the rest of the forceps. Glue is observable in the screw hole of the peek part. The bipolar connectors do not have their usual shape. The finishing of the forceps is more shiny than it is on the original instrument. A crimo france etching is observable. The instrument has been repaired and modified by an external contractor, whom is not qualified by microfrance (crimo france). During this repair, the electrode was poorly attached to the forceps body, which led to the reported incident. The IFU stipulates that the user should not "try to modify the instrument". Crimo france will be notified of the event. Method: actual device evaluated; labeling evaluation; visual inspection; photographic inspection. Results: improper physical structure. Conclusion: device not manufactured by reporting firm.

Event description:
It was reported, ¿during a laparoscopic surgery, the internal rod in the continuity of the jaws got loose. The hemostasis became impossible due to the instrument's condition. The blood loss was important and it required to switch to a laparotomic surgery.¿

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Method: no testing methods performed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.